Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2008, product type: catheter. (B)(4).

Event description:
It was reported the patient had increased pain secondary to an empty pump reservoir. The empty reservoir occurred on (B)(6) 2014 and the pump was refilled on the same date. The system was being used to deliver dilaudid, bupivacaine, baclofen, and clonidine. The event was related to the device or therapy and unrelated to the implant procedure. The outcome was listed as ¿ongoing event.¿

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the patient had missed the scheduled pump refill appointment. The event resolved without sequelae on (B)(6) 2014.